Event description:
It was reported a lead connector is broken. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the ventricular output connector was broken. It was also noted that one bail cover was broken. (B)(4).